Manufacturer narrative:
Philips service reconnected internal board card; system restored to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system failed to boot; mcf database error identified on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.